Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 07/13/2021. An investigation was conducted on 07/14/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring. The c-ring was observed to be transected and melted in the center of the c-ring. No other visual defects were observed. Based on the returned condition of the device, the reported failure "c-ring break" was confirmed.

Manufacturer narrative:
(B)(4). Corrected section: a4 - weight changed from 98 kgs to 97 kgs. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke apart inside the pt during the case. Nothing fell into pt. A new device was opened to complete the case. No pt harm.